Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. There was no obvious visual issue, however, the functional evaluation confirmed the profore layer 4 was difficult to unwind. A relationship against the reported event has been established. A complaint history review confirmed further instances of this nature. A review of the manufacturing records confirmed the device was released according to specification. A further review of the manufacturing process was also performed, and a root cause of inadequate standard operating procedure has been assigned. Corrective action has been assigned regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during treatment, the last 1/4th part of three (3) profore rolls was so tight that it could not be unwind to get it off to apply to patient. Too much tension was observed. Treatment was resumed, after a non-significant delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.